Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. The ECG electrodes were found to be non-functional. Upon investigation, the cable connecting ECG c and d was pulled internally, severing all wires. The root cause for the damaged cable could not be positively identified. There was no adverse event that resulted from the damaged belt.